Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had her spinal cord stimulator removed 10-12 years ago and the leads remain implanted. It was removed because it was not helping her. No further complications were reported.